Event description:
After injection, the registered nurse went to engage the needle cap cover with her index finger and as she pushed the cover device fell off (complete disconnection from syringe). No harm to staff or patient.